Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The initial reporter was maintainer of technical equipment. E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 8th august, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Or serious injury.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that the lamps' housings were cracked and pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4). (Report number: is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2024-00439). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2024-00439). The correction of aware date was required. The correction of b5 describe event or problem, d4 serial #, g3 date received by manufacturer, h3a device evaluated by manufacturer and h3b device not eval provide code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th august, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that the lamps' housings were cracked and pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. The designated complaint unit employee confirmed based on photographic evidence the headlight's covers were damaged with missing particles. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous g3 date received by manufacturer: 08/07/2024 corrected g3 date received by manufacturer: 07/22/2024 previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a.

Event description:
On 7th august, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog #: 70803/70806. Corrected d4 catalog #: 70806. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th august, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Or serious injury. Corrected b5 describe event and problem: on 7th august, 2024 getinge became aware of an issue with one of surgical lights - lucea duo 100. It was stated that pin securing the operator's handle fell out of one of the headlight, the spring and cotter pin were missing. According to the information provided by getinge technician no one was hurt and there was no harm to patients or staff. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Or serious injury. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.